Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint´s anchor broke inside the patient. All the broken pieces were removed from the patient with tweezers and a grasper. Surgery resumed after a non-significant delay with a back-up device used in the originally drilled bone, therefore no voids were left in the patient. Patient´s health status is currently good. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and fractured anchor were returned with no suture material. The insertion device is bent near the distal end and the anchor is fractured at both the proximal and distal ends. All of the returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.